Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's arteries were moderate tortuous with moderate calcification. It was reported that the stent graft was placed to low during the initial implant, resulting in a slight type I endoleak. It was reported that 20 months post implant the aneurysm had enlarged. The physician elected to place an aneurx aortic cuff and the type I endoleak has resolved. No clinical sequelae were reported and the pt is reported to be fine.